Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had ¿hardened¿ all of the patient¿s ¿muscles and soft tissue affected.¿ the patient¿s ¿women part to bum soft tissue effected [the patient¿s] whole body.¿ the patient¿s healthcare provider (hcp) took the ins out ¿right away.¿ the patient could not eat, sleep, or walk well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Additional review has determined that the information reported in this mfg. Report no. 3007566237-2014-03412 is related to a previously reported event captured in mfg. Report no. 3004209178-2015-16931. Therefore, going forward this information as well as any new/additional information received will be captured/reported under mfg. Report no. 3004209178-2015-16931.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the patient was still having concerns with their device or therapy but had not sought further help. The stimulator was removed. Their physician took out their stimulator right away and just needed a doctor who knows about stimulators and could treat their soft tissues and muscles. The patient got injury in turbulence while working on airplane. Their body was not used to taking so many pills. In the patient still had a lot of pain near their "bum bone". It was noted that they could put another stimulator there too. Surgery for the stimulation in 2011 and noticed all their muscles got really hard all over their body even their "ritty" and inside them. Their harden muscles and also soft tissue. The physician took out the ins right away. After two years getting to emergency and it was mentioned that "doctors say soft tissue but no one helping [them]". It was very hard to walk because of soft tissues